Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 4. The indication for use was non-malignant pain. The patient reported that they were having issues with the handset. Per the patient they get stuck at 90% when connecting to the myptm and when they tried to deliver a bolus an error message will appear that they will be needing to restart the application. The patient stated they had missed 4 boluses due to the issue. The agent assisted the patient in deleting the data and the patient was able to get connected without having any further issue. The agent reviewed information and advised the patient to monitor the issue and call back if they need further assistance.

Event description:
Additional information received from the patient reported that they were still having the issue of when requesting a bolus it was taking a long time and confirmed handset lags at 90% agent reviewed data and assisted in deleting data. They were able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh9020tdd lot# serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.